Event description:
A false low advia centaur cp progesterone result was obtained by the customer on a follow up auto dilution testing. The result was considered discordant when compared to the initial test result. There was no report of adverse health consequences due to the discordant low advia centaur cp progesterone result.

Manufacturer narrative:
The cause for the false low auto dilution result is unknown. The customer quality control was within acceptable limits. A siemens field service engineer (fse) was sent to the customer site prior for system inspection for a similar issue and recalibrated the sample and reagent probes. The customer has declined a service visit for this complaint. No conclusion can be drawn.